Event description:
It was reported that the urine stagnated in the inlet tube and the user had to manipulate the inlet tube in order to transfer urine into the bag.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential failure mode could be "urine will not flow through tubing". A potential root cause for this failure could be due to "tubing does not meet specification and obstruction in tube or kinked tubing". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile: contents are sterile unless package is opened or damaged. Single use only. Do not resterilize. For urological use only. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. 1. Remove tray lid. 2. Remove protective cap from catheter adapter and connect to a prepared catheter. 3. Hang the bag near the foot of the bed by using string hanger. 4. Use sheeting clip to secure drainage tube to sheet. 5. Important: hang drainage tube in a straight fashion from bedside to drainage bag. 6. The urine meter may be emptied in two ways: a. To empty into the bag, grasp the bottom of the meter and lift up. To ensure that the meter empties completely, lifting again is recommended. B. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green portion of the drain valve to the right. 7. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. 8. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. 9. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag as necessary." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was returned.

Event description:
It was reported that the urine stagnated in the inlet tube and the user had to manipulate the inlet tube in order to transfer urine into the bag.